Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Over/uner correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction and unplanned post-op. Due to over/under correction and unplanned post op, the lens was exchanged for a different model but same length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. Due to over/under correction, the lens was exchanged for a different toric model, power but same length lens. The problem was resolved. Cause of the event was reported as unknown. G3 - date received by manufacturer: 08-oct-2025 corrected to 06-oct -2025 h6 - adverse event problem: health effect - clinical code (e): 2137 corrected to 4581- over/under correction claim # (B)(4).